Manufacturer narrative:
(B)(4). Method: the complaint iw920 mobile infant warmer was received at our fisher & paykel healthcare (f&p) service centre in (B)(4) and was inspected by a trained f&p technician. Our investigation is based on the assessment made by the technician. Results: visual inspection of the heater head housing revealed that it was cracked heavily at the front end dome portion of the upper head case and part of the plastic had broken away leaving a hole. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2009 and is ten years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base.". "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces.". We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) representative that an iw920 mobile infant warmers had a cracked head. There was no patient involvement.